Event description:
The customer contact reported charring of the device. The customer contact stated that the device had been found on an unspecified patient floor in the user facility. No specific patient or event details were available. During visual inspection at the user facility, charring was noted on the outside of the device. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.